Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that during a new implant procedure, prior to handing the implantable cardioverter defibrillator (ICD) to the physician, the field representative performed a capacitor reform and the device showed a charge time of 11.2 seconds. After full pocket closure and completion of the case, but prior to the patient being taken off the table the field representative interrogated the device in order to program it to monitor plus therapy. Upon interrogation a code displayed indicating that the shocking capacitors charge time exceeded the limit. Ts advised for emergent replacement of the ICD. The patient was reopened and the ICD was explanted due to concerns over premature battery depletion. A new device was successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
A thorough evaluation of the implantable cardioverter defibrillator (ICD) was performed upon receipt at our post market quality assurance laboratory. Visual inspection of the device noted a hole in the ra seal plug and that the device was swollen in the area of the hv capacitor. Review of device memory indicated that a charge timeout alert (> 45 seconds) had been recorded. The device case was opened, and visual inspection noted that one of the two high voltage (hv) capacitors was swollen. It was concluded that the hv capacitor experienced internal arcing caused by a low resistance pathway between anode and cathode plates within the capacitor. This capacitor issue impacted the device's ability to provide shock therapy because the hv capacitors could not be fully charged.patient code 3191 captures the reportable event of surgery.

Event description:
This report is being filed to submit the analysis results.